Event description:
Upon assessment of piv, it was noted that catheter was missing. Site assessed and felt as if catheter was still in patients arm. Ultrasound confirmed IV catheter retention. Clinical decision made noting the benefit of removing the foreign body did not outweigh the risk.